Event description:
This complaint is now reportable based on the analysis completed on 02/20/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the 2.5x16mm taxus express2 drug eluting stent (des) was unable to cross the lesion and the shaft of the catheter was kinked. No pt complications were reported. However, returned prod analysis revealed that the device also exhibited a hypotube fracture located 24.3 cm distally from the edge of the strain relief.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal a hypotube fracture and shaft kinks. The delivery device with the stent on the balloon was rec'd and a hypotube fracture and numerous shaft kinks were observed. No damage was observed on the stent. Visual and microscopic examination of the material surrounding the shaft kinks did not reveal any inherent deficiencies that would have contributed to the formation of the kinks. The catheter exhibited a fracture of the hypotube located 24.3 cm distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. Based on this analysis the most probable root cause of this complaint can be attributed to operational context. A CAPA has been initiated to address this issue.